Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after the pump was plugged into several adapters and usb charging cables. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 160 mg/dl.